Event description:
On (B)(6) 2023 patient underwent a cystourethroscopy ureteroscopy with lithotripsy and stent insertion. Patient tolerated the procedure well without complications and was discharged home. On (B)(6) 2023 presented to ed with fevers, nausea, and chills, and lethargy, admitted with septic shock. She was found to be severely hypotensive in the ed with bp in the 60's, lethargic, lactic acidosis, leukocytosis, elevated procal 100. Transaminitis ; aki, and metabolic acidosis. Patient admitted to ICU under ccm for further management. On (B)(6) 2023 CT scan of abd / pelvis - what appears to be a piece of broken needle is imbedded in the upper pole of the left kidney. Provider at bedside disclosed and discussed CT findings with patient. Plan outpatient ureteroscopy to assess abnormal CT finding in left kidney once infection is cleared. Discharged to home (B)(6) 2023. On (B)(6) 2023 presents to ed with bilateral flank pain and temp of 101. On (B)(6) 2023 patient underwent cystourethroscopy with insertion ureteral stent, retained foreign object was removed and sent for pathology; gross description only. Received is a black and smooth rubbery portion of plastic that measures 3.3 x 0.1 x 0.1 cm.